Event description:
Customer reported an alarm issue with their device, specifically alarm 2, indicating an occlusion issue. There was no adverse impact to the customer's blood glucose level as a result of this issue. Customer, following instructions from technical support, attempted various troubleshooting steps, such as adjusting tubing and delivering boluses, but the occlusion alarm continued to recur. Customer was advised to replace necessary supplies and resume insulin delivery.